Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) alleging missing products from her onetouch ultra2 meter system kit. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the morning of (B)(6) 2014. The patient manages her diabetes with insulin (type/ amount not specified). It is not known if the patient made changes to her usual dose of medications at the time of the reported issue. About 12 hours after the start of the alleged issue, the patient claimed she felt a symptom of blurry vision. The patient ate food and/ or drank a beverage as treatment. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.